Manufacturer narrative:
Olympus followed up with the reporter to obtain additional information regarding the report with no results. The subject device has not been yet returned to olympus for evaluation. The exact cause of the user's experience cannot be conclusively determined due to the absence of the device to investigate. If additional and significant information becomes available at a later time, this report will be updated.

Event description:
Olympus was informed that during transurethral resection of the prostate (turp) procedure, the subject device was not retracting fully. The procedure was completed with another device. At the end of the procedure, it was noted that the black tip of the subject device was broken off, leaving a small sharp lip. An x-ray was performed and no foreign bodies were noted. There was no patient injury reported.